Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure on the right side did not look to be in the correct position") and menorrhagia ("menorrhagia") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Concurrent conditions included anesthesia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 7 months 9 days after insertion of essure, the patient experienced vulvovaginal dryness ("vaginal dryness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping / dull constant pain in the right lower abdomen"), fatigue ("fatigue"), arthralgia ("joint pain"), dyspareunia ("painful intercourse / right lower quadrant pain with intercourse"), lichen sclerosus ("lichen sclerosus"), pelvic pain ("pelvic pain / occasional pain"), coital bleeding ("spotting with intercourse"), vaginal discharge ("discharge with odor") and metrorrhagia ("irregular spotting between menstrual cycles"). The patient was treated with surgery (underwent hysteroscopy on (B)(6) 2017) and surgery (on (B)(6) 2012 underwent a hysteroscopic endometrial ablation with hydro thermablator). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, abdominal pain, abdominal pain lower, fatigue, arthralgia, dyspareunia, vulvovaginal dryness, lichen sclerosus, pelvic pain, coital bleeding, vaginal discharge and metrorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, coital bleeding, device dislocation, dyspareunia, fatigue, lichen sclerosus, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge and vulvovaginal dryness to be related to essure. Diagnostic results: on (B)(6) 2017 : pelvic ultrasound : essure on the right side did not look to be in the correct position. On (B)(6) 2017 : underwent a diagnostic hysteroscopy : essure appeared to be in proper position. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure on the right side did not look to be in the correct position') and menorrhagia ('menorrhagia') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Concurrent conditions included anesthesia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vulvovaginal dryness ("vaginal dryness"), 7 months 9 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / worsening pain"), abdominal pain lower ("cramping / dull constant pain in the right lower abdomen"), fatigue ("fatigue"), arthralgia ("joint pain"), dyspareunia ("painful intercourse / right lower quadrant pain with intercourse"), lichen sclerosus ("lichen sclerosus"), pelvic pain ("pelvic pain / occasional pain"), coital bleeding ("spotting with intercourse"), vaginal discharge ("discharge with odor"), metrorrhagia ("irregular spotting between menstrual cycles") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2012 underwent a hysteroscopic endometrial ablation with hydro thermablator and underwent hysteroscopy on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, abdominal pain, abdominal pain lower, fatigue, arthralgia, dyspareunia, vulvovaginal dryness, lichen sclerosus, pelvic pain, coital bleeding, vaginal discharge and metrorrhagia had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, coital bleeding, device dislocation, dyspareunia, fatigue, genital haemorrhage, lichen sclerosus, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge and vulvovaginal dryness to be related to essure. Diagnostic results: on (B)(6) 2017 : pelvic ultrasound : essure on the right side did not look to be in the correct position. On (B)(6) 2017 : underwent a diagnostic hysteroscopy : essure appeared to be in proper position. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Event genital bleeding was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure on the right side did not look to be in the correct position') and menorrhagia ('menorrhagia') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Concurrent conditions included anesthesia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vulvovaginal dryness ("vaginal dryness"), 7 months 9 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / worsening pain"), abdominal pain lower ("cramping / dull constant pain in the right lower abdomen"), fatigue ("fatigue"), arthralgia ("joint pain"), dyspareunia ("painful intercourse / right lower quadrant pain with intercourse"), lichen sclerosus ("lichen sclerosus"), pelvic pain ("pelvic pain / occasional pain"), coital bleeding ("spotting with intercourse"), vaginal discharge ("discharge with odor"), metrorrhagia ("irregular spotting between menstrual cycles") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2012 underwent a hysteroscopic endometrial ablation with hydro thermablator and underwent hysteroscopy on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, abdominal pain, abdominal pain lower, fatigue, arthralgia, dyspareunia, vulvovaginal dryness, lichen sclerosus, pelvic pain, coital bleeding, vaginal discharge and metrorrhagia had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, coital bleeding, device dislocation, dyspareunia, fatigue, genital haemorrhage, lichen sclerosus, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge and vulvovaginal dryness to be related to essure. Diagnostic results: on (B)(6) 2017 : pelvic ultrasound : essure on the right side did not look to be in the correct position. On (B)(6) 2017 : underwent a diagnostic hysteroscopy : essure appeared to be in proper position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure on the right side did not look to be in the correct position') and heavy menstrual bleeding ('menorrhagia') in a 21-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2017 : pelvic ultrasound : essure on the right side did not look to be in the correct position. On (B)(6) 2017 : underwent a diagnostic hysteroscopy : essure appeared to be in proper position. Concurrent conditions included anesthesia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vulvovaginal dryness ("vaginal dryness"), 7 months 9 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / worsening pain"), abdominal pain lower ("cramping / dull constant pain in the right lower abdomen"), fatigue ("fatigue"), arthralgia ("joint pain"), dyspareunia ("painful intercourse / right lower quadrant pain with intercourse"), lichen sclerosus ("lichen sclerosus"), pelvic pain ("pelvic pain / occasional pain"), coital bleeding ("spotting with intercourse"), vaginal discharge ("discharge with odor"), intermenstrual bleeding ("irregular spotting between menstrual cycles") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2012 underwent a hysteroscopic endometrial ablation with hydro thermablator and underwent hysteroscopy on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the device dislocation, heavy menstrual bleeding, abdominal pain, abdominal pain lower, fatigue, arthralgia, dyspareunia, vulvovaginal dryness, lichen sclerosus, pelvic pain, coital bleeding, vaginal discharge and intermenstrual bleeding had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, coital bleeding, device dislocation, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, lichen sclerosus, pelvic pain, vaginal discharge and vulvovaginal dryness to be related to essure. The reporter commented: the essure devices were placed bilaterally with no difficulty, with approximately three coils showing on each side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received: reporter information, rcc note, patient dob, race information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.